Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose. Customer's blood glucose reading was 526 mg/dl. Caller stated that the customer's insulin pump was not working correctly it did not deliver any insulin at all. Caller stated that they changed the infusion set three times, but it still alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarms noted.